Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Arkray attempted to gather information and request the return of subject meter. Actual product was not returned for testing and lot number is not known so retention samples could not be tested. If either strips or meter is returned, arkray will evaluate the product and file a follow-up report. Customer did not return product.

Event description:
Caller indicated the relion prime meter was giving variable readings. Caller stated that readings have been good but today started going up and down and she does not feel she can trust the readings. Thought maybe it was the strips so she bought a new bottle and is doing the same thing. She has just started insulin so that could be the problem but she would like a new meter. Audio revealed readings of 400 something and 40 within 5 minutes.